Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient registration database had incorrectly labeled the left ventricular (lv) lead to be not magnetic resonance imaging (MRI) compatible. It was confirmed with the lead product labeling that it was MRI compatible. It was noted that the patient was scheduled for an MRI and now will have to be rescheduled due to incorrect information in the patient registration database. The lv lead remains in use. No patient complications have been reported as a result of this event.